Event description:
The patient had a dobhoff nasogastric tube inserted on (B)(6) 2026. The guidewire was not removed until (B)(6) 2026. Because the stylet cap, the dual port caps, and the dual ports were all the same color, the nursing staff did not recognize the stylet was in place because it appeared the port was simply capped.